Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device black liquid started to come out. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction for the previous report. Corrected fields: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: d4. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, a probable root cause could not be identified for the reported failure. Device returned and not reproduced. Regarding the no image; a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bad plug unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.